Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
The failure investigation has been completed and the alleged power source alert issue was verified. Based on the analysis, the alleged usb port issue could not be verified.